Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the touch panel was no longer displayed due to a failure (burnout) of cp board (the board controlling the touch panel). Dust accumulation inside the equipment was confirmed, so the circuit was likely short-circuited by dust, resulting in burnout. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the visera elite ii video system center touch screen failed to light up and did not turn on. The facility had to use another tower. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, the circuit boards were burnt out. The unit was extremely dusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.